Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the bellows slides for the imaging system were damaged. To restore functionality, the slides were replaced. The imaging system then passed the system checkout and was found to be fully functional. The slides have not been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the gantry of the imaging system would not fully extend in the x-direction. There was no patient present when this issue was identified. No additional information was provided.